Event description:
It was reported that during a follow up in clinic, the device was found with battery voltage estimated to be less than 3 months to elective replacement indicator (eri) level. At the previous interrogation, approximately 1 year earlier, the longevity estimation on the battery was 3 years. The physician suspected premature battery depletion. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device operated at high pacing output settings and autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed showed normal device characteristics with battery voltage above elective replacement indicator (eri) level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.